Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location and length of usage is same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications, warnings, changes in performance adverse effects. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: damaged threads. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Document of report is located in r:\ra-qa\post market compliance\monthly trending\2022\03 2022 - mar 2022. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Lot number not provided. Additional 510(k) number is k101880. Device manufacturing date is unknown.

Event description:
It was reported that the internal implant threads were damaged during a clinical procedure and the doctor is requesting a tap tool to rethread. The implant is well seated and intact.